Manufacturer narrative:
(B)(4). The reported dissection is listed in the instructions for use (IFU), in the adverse effects section as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that during a proximal left anterior descending coronary artery interventional procedure, after pre-dilatation using a nc otw trek balloon dilatation catheters (bdc), there was a subintimal dissection occurrence. Two investigational devices were used as treatment of the lesion and the dissection successfully. The dissection resolved without an adverse patient sequela on (B)(6) 2013. There was no additional information provided.